Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy (with complications)') and abortion spontaneous ('spontaneous abortion') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 581531) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced abortion spontaneous (seriousness criterion medically significant), 4 years 3 months after insertion of essure (ess205). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first (B)(6). The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: this case is refers to second pregnancy and is linked to main case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Lot number: 58153, manufacturing date: 2005-11, expiration date: 2007-10. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 04-jun-2020: quality-safety evaluation of ptc, event pregnancy with complications updated as serious incident. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.